Manufacturer narrative:
Corrected data: section h11 additional mfg narrative of the initial medwatch report states: stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's charge-pak. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Section h11 additional mfg narrative of the initial medwatch report should have stated: stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's charge-pak and electrodes. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h6 results code of the initial medwatch report indicates: power source problem identified section h6 results code of the initial medwatch report should have indicated: no device problem found section h6 conclusion code of the initial medwatch report indicates: cause traced to component failure section h6 conclusion code of the initial medwatch report should have indicated: cause not established.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's charge-pak. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.